Manufacturer narrative:
Findings: pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated was unable to clear the alarm so he remove the battery from the pump. The customer stated was riding roller coaster all day with pump in pocket. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.